Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). Visual inspections were performed on the returned device. The reported shaft separation was confirmed. The reported resistance with the anatomy during removal could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery. A 2.5x15mm nc trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion. Resistance was noted during removal due to the anatomy, and the proximal shaft separated. The distal piece was simply withdrawn from the anatomy. Ultimately the lesion was treated using an unspecified stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.